Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient¿s right ventricular (rv) lead triggered an alert for out of range pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.